Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus),"), device breakage ("device breakage") and mental status changes ("mental change,hospitalization related increased mental issues,") in an 83-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included stillbirth nos. Negative (no evidence of intraepithelial lesion or malignancy) no pathologic diagnosis. Concurrent conditions included paratubal cyst. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced urinary tract infection ("urinary tract infection"), cystitis ("infection bladder"), bacterial vulvovaginitis ("bacterial vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems,"), hypoaesthesia ("numbness in hands and feet,"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced pelvic pain ("pain"), mental status changes (seriousness criterion hospitalization), depression ("chronic depression,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and weight decreased ("weight loss"). In 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced vulvovaginal pruritus ("vaginal itching continuous,"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), gingival pain ("oral gum pain") and uterine pain ("uterus pain"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device breakage, pelvic pain, alopecia, mental status changes, depression, vaginal haemorrhage, menorrhagia, urinary tract infection, cystitis, bacterial vulvovaginitis, female sexual dysfunction, vulvovaginal pruritus, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, hypoaesthesia, dysmenorrhoea, vaginal discharge, weight decreased and back pain outcome was unknown and the headache, vulvovaginal pain, abdominal pain, gingival pain and uterine pain had resolved. The reporter considered abdominal pain, alopecia, back pain, bacterial vulvovaginitis, bladder disorder, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gingival pain, headache, hypoaesthesia, menorrhagia, mental status changes, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, vulvovaginal pruritus and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in 2011: results of your essure confirmation test: other gynecological ultrasonography , longitudinal 88 mm. Anterior- posterior 42 mm. Transverse 56 mm. Volume: 108.4 mi. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet received and mr , new reporter, patient relevant information lab date, patient demographic information , essure indication were added. New events added: perforation (uterus), device breakage, mental change, chronic depression, abnormal bleeding (vaginal), menorrhagia, urinary tract infection, infection bladder, bacterial vaginal infection, apareunia (inability to have sexual intercourse), vaginal itching continuous, bladder or urinary problems or changes, migraines, headaches, nausea, dental problems, numbness in hands and feet, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight loss, vaginal pain, abdominal pain, back pain, oral gum pain and uterus pain. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus),"), device breakage ("device breakage") and mental disorder ("mental change,hospitalization related increased mental issues,") in an 83-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included stillbirth nos. Negative (no evidence of intraepithelial lesion or malignancy) no pathologic diagnosis. Concurrent conditions included paratubal cyst. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced urinary tract infection ("urinary tract infection"), cystitis ("infection bladder"), bacterial vulvovaginitis ("bacterial vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems,"), hypoaesthesia ("numbness in hands and feet,"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced pelvic pain ("pain"), mental disorder (seriousness criterion hospitalization), depression ("chronic depression,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and weight decreased ("weight loss"). In 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced vulvovaginal pruritus ("vaginal itching continuous,"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), gingival pain ("oral gum pain") and uterine pain ("uterus pain"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device breakage, pelvic pain, alopecia, mental disorder, depression, vaginal haemorrhage, menorrhagia, urinary tract infection, cystitis, bacterial vulvovaginitis, female sexual dysfunction, vulvovaginal pruritus, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, hypoaesthesia, dysmenorrhoea, vaginal discharge, weight decreased and back pain outcome was unknown and the headache, vulvovaginal pain, abdominal pain, gingival pain and uterine pain had resolved. The reporter considered abdominal pain, alopecia, back pain, bacterial vulvovaginitis, bladder disorder, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gingival pain, headache, hypoaesthesia, menorrhagia, mental disorder, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, vulvovaginal pruritus and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in 2011: results of your essure confirmation test: other gynecological ultrasonography , longitudinal 88 mm. Anterior- posterior 42 mm. Transverse 56 mm. Volume: 108.4 mi. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-sep-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus),"), device breakage ("device breakage") and mental disorder ("mental change,hospitalization related increased mental issues,") in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included stillbirth nos and obesity. Negative (no evidence of intraepithelial lesion or malignancy) no pathologic diagnosis. Current weight: 180 lbs. Concurrent conditions included paratubal cyst and bipolar disorder. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced urinary tract infection ("urinary tract infection"), cystitis ("infection bladder"), bacterial vulvovaginitis ("bacterial vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth fracture ("dental problems,:broken,cracked"), hypoaesthesia ("numbness in hands and feet,"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced pelvic pain ("pain"), mental disorder (seriousness criterion hospitalization), depression ("chronic depression,"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia") and was found to have weight decreased ("weight loss") and hormone level abnormal ("hormonal changes"). In 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced vulvovaginal pruritus ("vaginal itching continuous, "), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), gingival pain ("oral gum pain"), uterine pain ("uterus pain"), tooth discolouration ("dental problems:teeth begain to rot,became discolored") and gingival disorder ("gum disease") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the uterine perforation, device breakage, pelvic pain, alopecia, mental disorder, depression, vaginal haemorrhage, menorrhagia, urinary tract infection, cystitis, bacterial vulvovaginitis, female sexual dysfunction, vulvovaginal pruritus, bladder disorder, urinary tract disorder, migraine, nausea, tooth fracture, hypoaesthesia, dysmenorrhoea, vaginal discharge, weight decreased, back pain, hormone level abnormal, tooth discolouration, gingival disorder and weight increased outcome was unknown and the headache, vulvovaginal pain, abdominal pain, gingival pain and uterine pain had resolved. The reporter considered abdominal pain, alopecia, back pain, bacterial vulvovaginitis, bladder disorder, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gingival disorder, gingival pain, headache, hormone level abnormal, hypoaesthesia, menorrhagia, mental disorder, migraine, nausea, pelvic pain, tooth discolouration, tooth fracture, urinary tract disorder, urinary tract infection, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, vulvovaginal pruritus, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Ultrasound scan vagina - in 2011: results: results of your essure confirmation test: other; on (B)(6) 2011: results: coils visualized on u/s. Gynecological ultrasonography , longitudinal 88 mm. Anterior- posterior 42 mm. Transverse 56 mm. Volume: 108.4 mi. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Added event hormonal changes, teeth became discolored, gum disease. Pt changes from' tooth disorder' to ' tooth fractured'. Concomitant condition, lab data were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and alopecia outcome was unknown. The reporter considered alopecia and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.